Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than thirty seconds and did not return. Customer stated that the contacts on the battery cap were missing or damaged. Insert battery alarm was not displayed on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.